Manufacturer narrative:
Pt information unk as no pt was involved in this concern. Per RMA, a new monitor was sent to site for replacement. Per evaluation of returned monitor, no issues at power up. Ran the monitor for 24 hours and no issues were observed, the sound, touch and image are all good. Was not able to duplicate the issue.

Event description:
Medtronic rep reported the monitor kept flickering. Mnav. Rep tried to wiggled the digital video input (dvi) monitor cable and was unable to replicate issue. This event did not occur during surgery and no pt was present.